Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that by customer that during use the cardiosave intra-aortic balloon pump (iabp) had autofill error. No harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to confirm the autofill failure alarm. There was no repair or component adjustment done. The unit passed all functional and safety tests pert manufacturer specifications.